Manufacturer narrative:
Technical services advised the impedance is still within the normal range for this lead. It remains implanted. Technical services discussed current drain for high output settings for insulation problems that will affect the battery. The caller will contact the physician. Nine months later the pacemaker's lead safety switch feature had activated. The lead impedance went higher than 2000 ohms in unipolar now. The thresholds have increased. The clinic will continue to monitor the lead. No further information available. This event will be reopened should more information be made available. Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned severed in two segments at 16 cm from terminal pin. Calcified body fluid was noted on distal tip mesh screen. Both lead segments were subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. Depending on how much calcification was on the tip before the lead was explanted, the impedance measurement could have been affected.

Event description:
Event description boston scientific crm received information that this atrial lead has a steady rise in impedances for the last 5 months. The patient is asymptomatic. Also, the pacemaker is on an advisory. The patient wanted to know why would the lead issue cause the pacemaker battery to need to be replaced sooner? Additional information was received that the right atrial (ra) lead was surgically abandoned approximately three months later during a non-boston scientific device change out procedure. It was explanted at another procedure which evidence suggests was when the patient underwent another competitive change out procedure. The ra lead was returned for analysis. No additional adverse patient effects were reported.